Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Occurrence date unknown. Patient demographics could not be obtained. The event was reported through an anonymous survey; therefore, the identity of the hospital remains confidential, and no additional information is available.

Event description:
As reported, as per customer feedback, the shrinkage was sometimes slightly resistant, difficulting the removal of this fogarty thru-lumen & arterial. No further information was available. There was no allegation of patient injury.